Event description:
It was reported that during an ankle joint arthroscopy surgery the device broke off at the tip (inside). All "fragments" were retrieved from the patient. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: h.3: device evaluation changed 0 h.6: updated. D.9: device returned to manufacturer. Complaint confirmed. One unpackaged ar-7300ds dissector, sj 3.0mm x 7cm batch 15137977 was received for evaluation. Visual inspection noted that the outer tube window has nicks around the cutting edges. The device was disassembled to evaluate the inner tube, and it was noted that the inner tube was broken at the proximal end at the tip. The length measurement from the tip to the inner hub by drawing c1196 at revision 10 found the device's failed length specifications. The most likely cause(s) for the reported failure is user error by prying/leveraging the device against bone or another instrument.